Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2005 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with bso due to pelvic pain, dyspareunia, pop, and sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy. After implantation patient experienced pain, recurrence, dyspareunia and urinary/bowel problems. It was reported that patient underwent urethral dilatation and cystoscopy on (B)(6) 2005 due to urethral stenosis status post sling procedure. (B)(4).